Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported entanglement with the xience xpedition stent was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the nc trek instruction for use (IFU) states: do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. In this case, retracting the catheter against resistance does appear to have caused the difficulty removing; however, a conclusive cause for the entanglement could not be determined. There is no indication to suggest a product deficiency.

Event description:
It was reported that during a procedure of the moderately calcified left main (lm) and ostium of the left anterior descending (lad) and circumflex (cx) arteries, a 3 x 38 mm xience xpedition was deployed to the lm and lad; a tap technique (provisional t and small protrusion) was used and a 3 x 28 mm xience stent was deployed to the cx. Post kissing balloon deflation, resistance was noted during removal and some force was used to remove the device from the guide catheter. It was noted that the just deployed lm/lad stent was retrieved with the balloon dilatation catheter (bdc). There was no reported adverse patient effect. A different 3 x 38 mm xience stent was deployed to the lm/lad and post dilated using a kissing balloon technique. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all relevant information. The other device referenced is being filed under a separate medwatch MFR number.